Event description:
It was reported the patient presented to technical services. During troubleshooting, it was determined the implantable cardioverter defibrillator (ICD) was unable to establish a connection to the patient's phone via bluetooth. No changes or interventions have been reported. There were no patient consequences.